Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Foreign country: (B)(6). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the medtronic logo was displayed in the center of the screen during model creation for the preparation. The issue occurred twice, the site rebooted the system and the issue resolved. No patient was present at the time of the event.